Event description:
Pt with previous l5-s1 discectomy was implanted with prodisc-l on (B)(6) 2012, at (B)(6) hosp. Pt was reportedly bed-ridden for 2 weeks following pdl implant, and had poor recovery from the implant. Pt presented to a different surgeon, at a different hospital, requesting that the prodisc-l implants be removed, due to ongoing pain and poor recovery. Pt was returned to the operating room on (B)(6) 2012 and the surgeon removed all hardware. Pt was revised to alif with synfix system and to plf with matrix system. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Device was received at (B)(4). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Based on the CT images provided, the gross subsidence and anterior migration of the superior prodisc-l endplate was most likely a result of a l5 vertebral fracture. As no trauma, but a poor initial recovery, was reported by the pt, potential causes of the fracture may be aggressive or misaligned chiseling and trialing during the initial surgery. However, not enough info is present to determine that this is the exact root cause. Other causes for subsidence may include implant sizing and extensive bony remodeling of the endplates. Pt selection and technique considerations are described in detail in the surgical technique guide as well as surgeon and sales consultant trainings. The design risk assessment was reviewed and found to be adequate for the intended use. A review of synthes device history records for mfg revealed no complaint related issues.

Manufacturer narrative:
An evaluation by product development was conducted. As documented in the biomechanics report, the anterior surface of the inferior endplate shows two distinct burnishing marks consistent with surgical tool marks likely from impaction during insertion. One of the lateral flanges displays severe deformation with part of the flange broken off, likely occurring during surgical removal. The inferior surface of the endplate shows minimal adherent bone and damage to the titanium plasma sprayed coating. Review does not point to a clear root cause associated with the inferior endplate. This is consistent with the original product development evaluation, a conclusion cannot be determined.